Manufacturer narrative:
Additional information was received. No intervention has been performed or planned. Only tests have been performed. The perceived cause was thoracic oppression. At last report, the patient was in good health.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the worsening pvl (from mild to moderate pvl) cannot be determined; however, it may be related to cardiac remodeling or progression of disease process. The device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Source 3 study. Approximately two years and 10 months after the implant of a 29mm sapien 3 valve by tf approach in aortic position, the patient complained of increased dyspnea and was found to have left ventricular function degradation due to worsening of pre-existing conditions. Echo performed showed that the paravalvular leak (pvl) had increased from mild to moderate degree when compared with the 2-year follow up echo. No intervention had been performed or planned. Placement of a plug has been discussed, but the patient is not willing to have any surgical procedure at this time. At the time of the report the patient was ok. As per medical opinion, the cause of the worsening pvl was considered to be disease progression.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Approximately 4 years and 6 months post tavr procedure, the patient suffered thoracic pain with positive scintigraphy test. Tee showed an increase in paravalvular leak (pvl) to mild-moderate. The valve function was normal with mild to moderate leak and normal gradients. Four months later, the pain had ended. At last report, the patient was doing well. As per medical opinion, the cause of the worsening pvl is due to disease progression.

Manufacturer narrative:
Additional information was received. Approximately 5 months later, the patient was hospitalized to tentatively close the leak with plug. Three plugs were implanted and the event was resolved without sequelae.